Event description:
During a retrospective complaint review, devilbiss healthcare identified a devilbiss stationary oxygen concentrator with a complaint of "something broke inside the unit." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit was returned to devilbiss for evaluation. The root cause investigation revealed a failed rotary valve, which caused premature degradation of the sieve beds.